Event description:
Event description cpi received information that this bipolar lead would not maintain position in the ventricle and the patient presented with intermittent loss of capture. An invasive procedure was performed in which the lead was explanted and replaced with a model 4269.